Event description:
New information noted that programming changes were made. Then, the patient experienced more non-sustained right ventricular oversensing episodes due to post paced t-wave oversensing. Further programming changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, inappropriate automatic mode switch (ams) and non-sustained right ventricular oversensing (nsrvo) were noted. It was determined that far r oversensing caused the ams and post-paced t-wave oversensing caused the nsrvo alert. Programming changes were made. The patient was in stable condition.

Event description:
New information noted that the patient experienced additional non-sustained right ventricular oversensing episodes due to post paced t-wave oversensing. Programming changes were discussed. No further intervention was reported.